Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿rupture/deflation¿.

Event description:
Healthcare professional reported, ¿rupture/deflation¿. This record is for the right side. Device has been explanted.